Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Physician reported implant exchange due to the patient's concern with the product plus a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification) ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. As per the investigation procedure crease particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported implant exchange due to the patient's concern with the product plus a right side deflation. Device has been explanted.